Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll leaked. "I thought I would bring to your attention a malfunctioning syringe issue we experienced whilst making tobramycin eye drops last week. (B)(6) was pushing tobra into a 3 ml bd syringe via a filter when he noticed liquid escaping past the seal and into the space around the plunger within the barrel. He noted a scratch which was internal to the barrel. The scratch is difficult to see in the picture however it runs for about an inch starting at the 0.5 ml mark and runs up to the 1.5ml mark. I have placed a couple of blue dots at either end of the scratch."

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
Our quality engineer inspected the photos and sample submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the sample. Analysis of the sample showed a rubbing mark on the surface of the barrel. No leak was observed after filling the barrel with water. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.